Event description:
It was reported that the lemo connector on the 9800 system had pins bent and one was broken. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the lemo receptacle. The system was tested and found to be working as intended and placed back into service.